Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiac surgery on (B)(6) 2020 and the suture was used. It was reported that the problem of pulling off suture needle happened when the suture was drawn close to sew for the seventh to the eighth stitches during the procedure. Another like suture was used to complete the surgery. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/17/2020. A manufacturing record evaluation was performed for the finished device lot number pkh033, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: a needle/suture piece of product code eph8710, lot # pkh033 were returned for evaluation. During the visual inspection of a needle/suture piece, the swage and attachment area were noted to be as expected and a suture piece was noted still attached to needle and the end was noted cut appears to be by use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance - pull off suture needle was noted and the suture was damaged by an improper handling.